Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered complete av heart block requiring surgical intervention. It was reported that there was a complication of complete av block that occurred at left ventricular outflow tract (lvot) where his electrical potentials could not be confirmed in a pvc case near his. This occurred during left ventricular outflow tract (lvot) ablation. Since there was no catheter defect, etc., exchange was not performed. After completion of the procedure, a temporary pacing was inserted to the patient. The patient was improved and discharged from the hospital. The physician commented that the cause was anatomically difficult, not a malfunction of the machine. Extended hospitalization was reported, however, since the patient is scheduled to have a pacemaker placed at later date, the hospitalization might be probably prolonged.

Manufacturer narrative:
It was reported that an 80-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered complete av heart block requiring surgical intervention. Device investigation details: the device investigation has been completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30629227l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).